Event description:
It was reported that patient experienced an infection/rash following an ipg replacement and lead revision procedure. Further details are currently unknown.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced an infection/rash following an ipg replacement and lead revision procedure was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.